Event description:
Follow up from the health care provider reported the cause of the event could have been the left lead initially going into gutter before going to midline. There were no abnormal impedances. It was noted the percutaneous lead was removed on the monday following the placement. It was noted parameters were adjusted but the patient did not like the way it felt. Leads were removed. Signs and symptoms included increased spasms that increased with higher stimulation levels. It was noted there was no injury to the patient. The spasms resolved once leads were turned off and when they were removed.

Event description:
It was reported that the patient experienced "excruciating pain' and back spasms since implant procedure. It was stated that she could not move and had to sit in a chair due to the back spasms. It was noted that the patient received oral pain medication but refused to take them. The stimulation was reportedly turned off. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).